Manufacturer narrative:
(B)(4).this is a report of a use error, where the patient connected to the homechoice machine before the completion of priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to the homechoice (hc) machine before the completion of the priming step of peritoneal dialysis therapy. The hc device was displaying connect yourself while the patient was connected and while the patient was requesting assistance in re-priming. The technical service representative (tsr) explained proper procedures to the patient and had them close the transfer set and patient line clamp. The tsr instructed the patient to disconnect using aseptic technique, remove the cassette, and start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.